Manufacturer narrative:
Based on a follow-up communication received from the case representative via the physician, the patient returned for a 1 month follow-up CT and showed no evidence of the type ia endoelak; the endoleak resolved on its own without further intervention. As of the date of this report, there have been no additional patient sequelae reported.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a potential type ia endoleak that could not be resolved following ballooning and the placement of a balloon expandable stent. As of the date of this report, there have been no additional patient sequelae reported, and the patient will continue to be monitored.